Manufacturer narrative:
(B)(4). Analysis description: no complaint received with return of device. Failure event observed during analysis. Final analysis of the partially returned lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at 7.4 - 7.5 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.